Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/30/2015 with the following findings: investigation revealed a missing audio bolus button cover. Moisture was also observed in the battery compartment. A leak test revealed a leak due to a crack in the battery compartment from the top traveling to bumper. The display was also found to be dim and the letters had a red hue. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a missing audio bolus button cover. Moisture was also observed in the battery compartment. A leak test revealed a leak due to a crack in the battery compartment from the top traveling to bumper. The display was also found to be dim and the letters had a red hue. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.